Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 540 mg/dl. A manual correction injection was administered to address bg. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy.